Event description:
A male patient underwent aaa repair in 2008. The patient's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. The patient received a zenith main body, two zenith iliac legs and the procedure was completed without reported incident. In 2009, the patient came in for a routine follow up. The physician noticed that the contralateral iliac leg had retracted proximally into the aneurysm sac. The contralateral iliac leg was bent approximately 2cm from the distal site. The aneurysm was thrombosed. A type I endoleak was observed due to blood flow from the contralateral iliac leg. The distal part of the ipsilateral iliac leg was unsealed and it was almost retracted proximally into the aneurysm sac (1820334-2009-00642). An amplaz ureteral stiff wire guide was used to place a zenith iliac leg ipsilaterally. Some resistance was felt, but the physician kept inserting it. Approximately 8mm of the ipsilateral zenith iliac leg was marged from the original ipsilateral iliac leg which was previously placed. The physician intended to place the additional ipsilateral zenith iliac leg more distally, but only 8mm was marged with the original. The physician felt the vessel was a bit tortuous when the additional contralateral zenith iliac leg was placed. Then, the pull through technique was performed with a radifocus wire guide. The additional contralateral iliac leg was placed with a one full iliac leg stent overlap inside the limb of the main body after sizing with angiography was performed. Confirmatory angiography was performed after the sealing site was ballooned and the amplaz ureteral stiff wire guide was replaced with a pigtail catheter. The physician was concerned about the working length of ipsilateral leg being to short, but he decided not to place an additional graft since there was no adequate graft at the hospital. He also decided not to place another manufacturer's stent reflection. The migration and the distal type I endoleak were resolved.

Manufacturer narrative:
Still under investigation at this time.